Event description:
It was reported that the customer's mother called and requested to be removed from the mailing list. The mother stated that her son no longer uses the insulin pump because he ended up in the hospital. A follow up was conducted regarding the event, and the mother stated that her son no longer uses the device. The caller stated that he was hospitalized for forty five days, and the device almost killed him. Also, she believed it had something to do with the recall letters she later received. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.